Event description:
The patient was undergoing a hartman's reversal. The surgeon reported that after firing the stapler, she was unable to remove it from the patient. After some maneuvers, she was able to free the device, but it tore the anastomosis, requiring the surgeon to divert the patient with a loop ileostomy. The patient will require another surgery to complete the take down.

Event description:
The patient was undergoing a hartman's reversal. The surgeon reported that after firing the stapler, she was unable to remove it from the patient. After some maneuvers, she was able to free the device, but it tore the anastomosis, requiring the surgeon to divert the patient with a loop ileostomy. The patient will require another surgery to complete the take down.

Event description:
The patient was undergoing a hartman's reversal. The surgeon reported that after firing the stapler, she was unable to remove it from the patient. After some maneuvers, she was able to free the device, but it tore the anastomosis, requiring the surgeon to divert the patient with a loop ileostomy. The patient will require another surgery to complete the take down.

Event description:
The patient was undergoing a hartman's reversal. The surgeon reported that after firing the stapler, she was unable to remove it from the patient. After some maneuvers, she was able to free the device, but it tore the anastomosis, requiring the surgeon to divert the patient with a loop ileostomy. The patient will require another surgery to complete the take down.